Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, smith and nephew has not received adequate patient specific materials to fully evaluate the complaint. However, it was reported that, after a thr surgery performed on (B)(6) 2012, a revision surgery was performed on (B)(6) 2021. It was reported the g-taper head was removed and ox head was implanted in this surgery. Oa progression on the acetabular side was reported and it is noted, ¿the doctor in charge does not consider the devices were defects.¿ current health status of the patient is unknown. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a bip surgery performed on (B)(6) 2012, a revision surgery was performed on (B)(6) 2021 for conversion to tha because of oa progression on the acetabular side. An universal femoral head cobalt chrome 26mm 0mm extension was replaced with an oxinium head. Current health status of the patient is unknown.